Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating difficulty priming the tubing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no obstructions nor other workmanship defects were detected in none of the joins of the products, only a kink was detected on the pump tube by the free flow protection (ffp) system since that was returned without the blue clip; this condition keep pump tube flat obstructing the liquid to pass freely. Functional test: the sample received was connected to a pump solis and it presented difficult to prime, fluid does not flow as expected (more than 10 cycles), thus failure mode reported is confirmed. It is not possible to relate the cause of this issue with the manufacturing process, due to samples were received without blue clip, thus samples are considered as manipulated previous to be tested. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.